Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, d4, d8, d9, g3, g4, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the distal tip of an sv-5 0.018 300cm guidewire frays easily while being maneuvered and loses its characteristics. As a result, a non-cordis .014 guidewire was used as a replacement. There was no reported injury to the patient. This was during a procedure to treat a 50% stenosed lesion in the superficial femoral artery (sfa) which had mild calcification but no tortuosity. There were no acute angles or bifurcations present at the target lesion. The device was stored, handled, and prepped per the instructions for use (IFU) and there was nothing unusual about the device prior to use. There was never an attempt to shape the distal tip of the guidewire and the guidewire was manipulated under fluoroscopy. The device was able to be removed easily and remained in one piece during its removal. The product was not returned for analysis. A product history record (phr) review of lot 35265672 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿distal tip-frayed/split/torn¿ could not be confirmed. Patient vessel characteristics and/or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Do not pull the distal tip to remove guidewire from dispenser as it may damage the tip.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the distal tip of an sv-5 0.018 300cm guidewire frays easily while being maneuvered and loses its characteristics. As a result, a non-cordis .014 guidewire was used as a replacement. There was no reported injury to the patient. This was during a procedure to treat a 50% stenosed lesion in the superficial femoral artery (sfa) which had mild calcification but no tortuosity. This was during a procedure to treat a 50% stenosed lesion in the superficial femoral artery (sfa) which had mild calcification but no tortuosity. There were no acute angles or bifurcations present at the target lesion. The device was stored, handled, and prepped per the instructions for use (IFU) and there was nothing unusual about the device prior to use. There was never an attempt to shape the distal tip of the guidewire and the guidewire was manipulated under fluoroscopy. The device was able to be removed easily and remained in one piece during its removal. The device was not returned as expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal tip of an sv-5 0.018 300cm guidewire frays easily while being maneuvered and loses its characteristics. As a result, a non-cordis .014 guidewire was used as a replacement. There was no reported injury to the patient. This was during a procedure to treat a 50% stenosed lesion in the superficial femoral artery (sfa) which had mild calcification but no tortuosity. This was during a procedure to treat a 50% stenosed lesion in the superficial femoral artery (sfa) which had mild calcification but no tortuosity. There were no acute angles or bifurcations present at the target lesion. The device was stored, handled, and prepped per the instructions for use (IFU) and there was nothing unusual about the device prior to use. There was never an attempt to shape the distal tip of the guidewire and the guidewire was manipulated under fluoroscopy. The device was able to be removed easily and remained in one piece during its removal. The device will be returned for evaluation.